Event description:
It was decided to remove fvpc4 catheter and when the patient bandage was removed, it was wet and it observed that the catheter was broken at 3cm from the patient scalp. Catheter was therefore explanted and no harm to the patient was reported.